Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had puss coming out of their device pocket. The physician suspected the patient had an infection and thus was treated with antibiotics. At this time the s-ICD remains in service and there have been no additional adverse patient effects reported.